Event description:
The physician intended to use a closurefast catheter and radiofrequency generator during a radiofrequency ablation procedure for treatment of the great saphenous vein. The lumen was flushed prior to use. The IFU was followed. It is reported that the catheter was not responding/recognized. The message on the generator showed the device is broken. The generator was power cycled and the error remained. The generator was turned off and on again, and the same message showed up. The software version on the screen is 4.6.0. No segments were treated because the catheter/device was broken. The event occurred prior to insertion of the catheter into the patient body. The procedure was completed by high ligation open surgery. The generator has not been used since the event. The sales representative tested the generator with other catheters and the generator did not recognize any of them.

Manufacturer narrative:
Add'l info.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.